Event description:
It was reported to covidien that in preparation for a patient, the users noticed a burning smell before applying to the pt. There was no patient involvement. The unit was brought to biomed and biomed had to shut it off manually. It is unk how long the unit was on before it began to smoke and unk what setting it was on in the o.r.

Manufacturer narrative:
Covidien has requested that the unit be returned for evaluation.